Manufacturer narrative:
It was reported that the device bent and could not be used. Visual evaluation identified that the shaft of the device was bent and, unrelated to the reported event, the shaft casing had broken off as well. Additionally, without the return of the device, further investigation cannot be performed. No patient bone quality or surgical technique were noted for the reported event. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the device. The reported event is confirmed based on the investigation of the returned picture.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an meniscal repair procedure, when the surgeon was placing the second anchor, the tip of the ar-4501, bent and could not be used. The surgeon had to switch to another surgical technique during the procedure due to the incident. Further information requested. Additional information provided 3/26/21: the surgeon used another surgical technique using a fastfix device from a different manufacturer and was able to complete the case.